Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that the telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. During image characterization testing, no image appeared in the system due to electrical open at proximal. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from hub. The imaging core (drive shaft) was found broken off at the hub shaft connector. Windup of the imaging core was also found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that saline leaked occurred. During preparation for percutaneous coronary intervention(pci) outside the patient, it was noted that the saline was leaking from the middle of the opticross¿ imaging catheter while flushing. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed a hole at the sheath lap joint area of the catheter.